Event description:
The account alleged the side rail will not lock into up position. No patient impact.

Manufacturer narrative:
The account found a broken side rail center arm assembly. The account replaced the side rail center arm assembly to resolve the issue.